Event description:
In 2001 the pt underwent an "avr" with #23 top hat carbomedics valve, mvr with #33 st. Jude mechanical prosthesis and CABG x4. The nextstitch suture technique was utilized on the mitral valve. The pt's post-operative course has been complicated by prolonged ventilation due to pulmonary edema. Deep vein thrombosis, left leg, the diagnosis of deep vein thrombosis was made 8 days later and the pt was placed on coumadin the following day. The pt has been treated with intravenous (IV) antibiotics with no clear source of infection identified.